Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the image was not displayed because the video communication could not be transmitted to the processor due to the disconnection of the cable because the cable was twisted. The disconnection of the cable is considered to be due to the handling of the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus. (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and the ccd unit, cable assembly and relevant sealing parts were replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine maintenance of the subject device, the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with the event.